Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank with pump battery cap was damaged and crack on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and crack on the pump not related to the retainer ring and customer is not using the correct battery cap for the pump they are using. The display did not return after inserting a new battery. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no blank display anomalies noted after battery insertion or during testing. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Multiple low battery alerts on 03/17/2025 13:29:00.000, 03/30/2025 12:44:00.000, 04/19/2025 06:16:00.000, 05/01/2025 02:55:00.000, and 05/19/2025 23:57:00.000 were present in the pump history file and were expected. Multiple replace battery alerts were present in the pump history file on 03/17/2025 23:00:00.000, 03/30/2025 22:15:00.000, 04/19/2025 15:47:00.000, 05/01/2025 12:26:00.000, and 05/20/2025 09:28:00.000 and were expected. Multiple replace battery now alarms were present in the pump history file on 03/30/2025 22:46:00.000, 05/01/2025 12:57:00.000, 05/20/2025 09:59:00.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, partially broken off battery tube threads, cracked case at belt clip rail corner, slightly peeling off serial number label, and scratched case. The battery cap was not received with unit. Unexpected blank display anomalies were not confirmed during analysis. Battery tube damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.